Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the patient stated that they are worried that someone is going to be controlling their implant with their recently stolen device. Patient states that they reported their device stolen a few days ago and they are 100% sure it was stolen. Patient stated that they think some lunatic is messing with their device because they feel the tapping sensations of their therapy. Patient stated that these sensations began about two days ago. Agent reviewed therapy technology with the patient, specifically proximal telemetry, and ensured the patient that adjustments cannot be made through large distances. Patient confirmed understanding. The patient stated that they wonder what has changed because they haven't always felt their therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the tapping sensation was unknown. They exchanged the device in a medical procedure.